Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number unknown. The customer reported that they are receiving false positive results for flu a. They confirmed that they visually interpreted the test cartridge as well as used the analyzer. They reported seeing a line on the cartridge, then when inserted into the analyzer, the result would be positive. They used a different testing system to retest the patients and received negative results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, eight (8) to ten (10) false positive flu a results were obtained. Upon retesting the patients using abbott ID now, negative results were obtained. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The information for the 510k is as follows: g.4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, eight (8) to ten (10) false positive flu a results were obtained. Upon retesting the patients using abbott ID now, negative results were obtained. There was no report of patient impact. Eua# (B)(4).

Event description:
It was reported while using bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, there was a false positive result for flu a. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, there was a false positive result for flu a. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.